Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump ((B)(4)) was returned for analysis. Analysis of the pump found gear train anomalies of corrosion, wear or lubrication and a stall due to shaft bearing.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8835, serial# (B)(4), product type: programmer, patient.

Event description:
Information received from a healthcare provider (hcp) regarding a patient receiving fentanyl (2000ug/ml at 1121.6ug/day), clonidine (unknown concentration at 56.08ug/day), and bupivacaine (unknown concentration at 11.216mg/day) via an implanted pump. Indication for use was noted as non-malignant pain and peripheral neuropathy. It was reported that the patient gave themselves a bolus at 2:00am. The patient got an error message. After that the patient began to feel numbness and "tingly feelings." The manufacturer representative was paged and the physician also put out a call to tech services. Additional information reported that upon initial interrogation a motor stall was seen. On (B)(6) 2016, a motor stall was confirmed by the nurse as she was called by the patient confirming the 8476 code on the personal therapy manager (ptm). The patient had not had a MRI recently. All electromagnetic interferences (emi) were ruled out as the cause for the stall. The patient went into the emergency room (ER) on (B)(6) 2016. The patient reported withdrawal symptoms on (B)(6) 2016 including sweating, feeling weird, numbness and tingling in stomach to legs. The patient experienced these issues because the oral medication were not given soon enough to prevent them from occurring. The patient was in the clinic on (B)(6) 2016. The manufacturer representative did not know if the event logs were confirmed yet but stated that it would be done at the pump replacement. It was noted that the healthcare provider (hcp) was going to schedule the patient for a pump replacement. On (B)(6) 2016, the manufacturer representative reported repeated motor stalls.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the company representative on 2016-05-21. The cause of the stall had not been determined. On (B)(6) 2016 the pump was explanted. It was noted that there was no patient injury and the patient had recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.